Manufacturer narrative:
Due to technical limitations catalog number left blank and is p7.2-38-35-p-5s-pig-hirata-011480. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported damage on the tip of the polyethylene angiographic catheter when the package was opened, so another device was used instead. It was further noted that the catheter was smashed which resulted in material splitting. This product problem did not result in any reported patient impact.